Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
Our importer, (B)(4), received a call on 06/01//2016 reporting a medical intervention that occurred on (B)(6) 2016 at 3:00am. Patient's husband called in stating that the patient had 3-4 low readings on the prodigy meter. The reading on the prodigy meter at the time of the event was 47mg/dl. Patient was sweating and unable to move. Paramedics were called 5 minutes after being tested with the prodigy meter. Patient ate applesauce and was administered a glucose tablet while waiting on paramedics. Paramedics arrived 5 minutes after being called. Upon arrival paramedics tested patient's glucose with a result of 47mg/dl. Approximately 8-10 minutes elapsed between testing with the prodigy meter and the paramedic's meter. Paramedics administered a glucose IV and transported patient to hospital. Patient was admitted to hospital and was given fluids by IV. Patient was given blood test, x-ray and ultra sound. Patient's total stay in hospital was 1 day. Prodigy diabetes care sent replacement and prepaid envelope requesting return of suspect meter.